Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) 1 year after implant. All components were removed and replaced. Physician has asked to send in for further investigation because he was not able to identify the malfunction of the device. Pressure regulating balloon was still full of saline upon explant. No additional information provided from physician.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of mechanical issue was confirmed via product analysis. The ams800 pressure regulating balloon device was visually and microscopically inspected. The balloon was unable to be functionally tested due to the crystal-like material in the balloon sphere. The balloon was reported to be filled with saline upon explant of the device. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus)1 year after implant. All components were removed and replaced. Physician has asked to send in for further investigation because he was not able to identify the malfunction of the device. Pressure regulating balloon was still full of saline upon explant. No additional information provided from physician.